Event description:
It was reported by the pt's attorney that following a repair of a cystocele, rectocele, and enterocele, placement of a pubovaginal sling, and perineoplasty in 2007, the pt experienced erosion. By eight months later, the mesh had started eroding through the pt's vagina, with bleeding and oozing from the vulvar incision. The pt required several surgeries to remove the eroding mesh. Drainage of suprapubic abscess was performed the month prior to event. Excision of eroded mesh and drainage of suprapubic vulvar abscess was done on event date. It is currently unk as to whether the reported adverse event is related to one or both mesh products that were initially placed. Refer to MDR #1018233-2007-00041 for the other mesh implant and MDR #1018233-2009-00137 for the pubovaginal sling.

Manufacturer narrative:
No sample was returned for evaluation. The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. The instructions for use state that the mesh is contraindicated for pts experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Precautions: if either the outer polyester/polyethylene pouch or the inner foil punch has been perforated or torn in shipment or storage, then the enclosed mesh should not be used. The mesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted.